Event description:
It was reported that a novum iq large volume pump alarmed "air-in-line". This occurred during testing of a liquid infusion. It was noted that air bubbles or something was causing the error. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air in line alarm" was not reproduced. Flow rate accuracy testing was performed, and the device operated without discrepancies. A review of the event history log revealed multiple 'air in line' messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. However, the cause of the condition could not determined. Should additional relevant information become available, a supplemental report will be submitted.